Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episodes and the patient was presented at the emergency department. Oversensing/noise was noted in stored episodes, high pacing impedance, and a possible lead fracture were noted. The lead was capped and a subcutaneous implantable cardioverter defibrillator (ICD) system was implanted. No patient complications have been reported as a result of this event.